Event description:
It was reported that the ilet user experienced an urgent low glucose of 43 mg/dl, confirmed by fingerstick, after ingesting approximately 29 g of carbohydrates from juice to treat the low. The event was attributed to overtreatment of hypoglycemia leading to rebound blood glucose spike and subsequent aggressive automated corrections that contributed to recurrent lows, and education on proper low treatment was provided with glucose rising to 86 mg/dl by end of call. Symptoms included hypoglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect method of treating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.